Manufacturer narrative:
(B)(4). The customer was storing the device outside the acceptable temperature range, draining the battery and causing the device to fail self tests.

Event description:
It has been reported that the AED did not pass self diagnostic check.